Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies and resumed insulin delivery to address occlusions. On (B)(6) 2025 the customer went to the emergency room and subsequently admitted to the intensive care unit with a blood glucose of 600 mg/dl or above and moderate to large ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies and resumed insulin delivery to address occlusions. On (B)(6) 2025 the customer went to the emergency room and subsequently admitted to the intensive care unit with a blood glucose of 600 mg/dl or above and moderate to large ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025.